Manufacturer narrative:
Age at time of event: above 18 years old. (B)(4).

Event description:
It was reported that a saline leak was noted. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotablator rotalink plus was selected for a percutaneous coronary intervention procedure. Upon introduction, the device was unable to advance smoothly through a rotawire. When the physician checked it, a saline leak was noted in the middle section of the burr. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. Device analysis revealed that a guidewire was successfully loaded through the unit however resistance was met near approximately 30 cm from the strain relief. It was noted the coil was kinked. It was also noted that the sheath was leaking when the unit was connected to the infusion port. The leak was located approximately 33 cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a saline leak was noted. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotablator rotalink plus was selected for a percutaneous coronary intervention procedure. Upon introduction, the device was unable to advance smoothly through a rotawire. When the physician checked it, a saline leak was noted in the middle section of the burr. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.